Event description:
It was reported that bd q-syte leaked. The following information was provided by the initial reporter: the patient is a chronic liver failure patient who requires long-term intravenous therapy via the subclavian vein. To ensure the safety of the infusion and prevent blood reflux, a septum-type needleless injection cap was connected to the right subclavian vein for infusion therapy at 9:00 a.m. On (B)(6) 2025, in the ICU. It was found that the septum-type needleless injection cap could not prevent blood reflux, so it was immediately replaced with a septum-type needleless injection cap, which functioned normally.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3213081. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.